Event description:
Surgeon requested tisseel 4ml for procedure. Tech accepted implant to field. When dr. Started using it, product was partially thick from one side of the syringe and runny from the other. They did not mix. Product was defective. It was not used on patient and was caught prior to application. Another tisseel was requested. No issues with product (same lot and serial number; tried to save packaging, evs cleaned room and package thrown away.